Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown nails: multiloc humeral/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. The initial reporter is a j&j employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent orif for proximal humerus fracture with the products in question. Preoperative checks were uneventful. During the surgery, one distal transverse stop screw got over and the other interfered with the nail. It did not appear as if the surgeon was taking a technique that would put a load on the nail or the lateral stop sleeve. The surgeon noted that he wondered if the company was doing anything to improve the accuracy of the device. The surgery was completed successfully within 30 minutes delay. This report is for one unk - drill bits: trauma. This is report 3 of 3 for complaint (B)(4).